Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review, on (B)(6) 2022, the large roller pump reported several errors. Most errors were 'belt slip jam status = true' and once was 'underspeed (head<demand)'. The log confirms the complaint.

Event description:
It was reported that the roller pump displayed a belt slip message. There were no reported adverse consequences to the patient. No other details regard the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the complaint through review of the log data but could not duplicate the reported issue at the time of testing. He performed pump jam testing many times trying to duplicate the belt slip error without success. Release testing was performed. The unit operated to the manufacturer's specifications.